Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 15. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and increased sensitivity. No further patient complications were reported.